Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concluded that returned corner of the pad has fractured off . The face of the pad exhibits signs of repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause can be said to be wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02287, 1822565-2017-02288, 1822565-2017-02290, 1822565-2017-02291.

Event description:
It was reported that tibial articular surface provisionals were found broken by warehouse staff. No adverse events were reported as a result of this malfunction.